Event description:
Provider states chair stops on its own, all connections, batteries, etc checked,chair continues to have this issue. It has been reported this powered wheelchair will be replaced. No injury.